Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test. No unexpected failed battery alarm anomalies noted. No unexpected a21 anomalies noted. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated disconnected insulin pump to get into the water and insulin pump was no power alarm and battery icon was blank. The customer received battery out limit alarm after replacing the battery. The customer received the low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.